Event description:
Bed found in "down" storage. No patient impact reported. Head up function is not working.

Manufacturer narrative:
Technician found the bed in "down" storage. Head up function was not working. Function does not work manually or under power. Battery led is on. Determined problem to be faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.